Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. Information received reported the patient's pump was alarming. The sound was consistent with synchromed alarms. The patient stated they used to have morphine in their pump and stated there has been no drug in the pump since sometime in 2018. The pump was turned way down in 2018. The patient was looking for a healthcare professional (hcp) to remove the pump. They had an appointment with a pain hcp on monday and would request the hcp to page a manufacturer representative (rep) to turn the pump off or permanently disable it. The pump has been alarming for a few weeks.